Event description:
A caller reported that their t:slim x2 pump battery would not charge, despite using the tandem charging cable and wall adapter, and trying different power sources and cables. There was no adverse impact to the customer¿s blood glucose level. Customer technical support (cts) decided to replace the pump under warranty. The customer was informed they would receive a replacement pump with updated software and instructions on steps to take upon receiving it. The caller was advised to return the malfunctioning pump to tandem using a prepaid ups label within ten days, which they understood and acknowledged.